Manufacturer narrative:
(B)(4).

Event description:
Note. The patient's 3289 lead was left in situ after undergoing a lead revision procedure documented under MFR. Report #: 1627487-2014-25192. It was reported the patient was experiencing discomfort (described as pain) and impaired wound healing, at a wound site that is near the 3289 lead site. In turn, the physician drained the wound site. During the process of draining the wound site, the physician mistakenly pulled down the lead as it was observed to be protruding through the wound site. Subsequently, the physician reinserted the lead back into the wound site and covered the wound with bandages. As a result of the lead being disturbed, the physician plans to undertake surgical intervention at a later date to explant the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was explanted and replaced. Programming is pending.